Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 400 mg/dl. The customer received 2 no delivery alarms. The customer declined to perform the high pressure test. The customer performed the self-test and it passed. Nothing was replaced or returned for analysis.